Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and was under delivering. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 178 mg/dl. The customer was feeling light headed because of high blood glucose level. The customer alleged insulin pump was under delivering as the customer had high blood glucose level since night and he was giving shots however, blood glucose level was not going down. The insulin pump will not be returned for analysis.